Event description:
It was reported thrombosis occurred. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). During a routine follow-up examination in (B)(6) 2023, a thrombus was identified via echocardiography attached to the threaded insert of the closure device. The patient was instructed to take anticoagulant medication in response to the thrombus. No patient complications were reported.